Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated two (2) false high % hemoglobin ((B)(6)). Results were reported out of the lab. Repeat testing generated lower results and patient reports were amended. The customer notified the physicians of the false results and confirmed that no patient treatment was initiated.

Manufacturer narrative:
Sample collection and centrifugation information were not provided. Controls run before and after incident were within established ranges. On (B)(4) 2011, bci customer technical support (cts) discussed proper sample handling with customer. Cts advised customer to perform cuvette wash procedure, had customer performed qc and ran precision test. On (B)(4) 2011, customer reported that instrument was generating multiple reagent syringe motion error. On (B)(4) 2011, field service engineer (fse) evaluated instrument and found leak from reagent probe a, and puddle of water on the cover beneath the probe. Fse replaced components to address this issue, performed top end alignment, and verified wash station performance, ran carryover procedure test and results met specifications.